Event description:
It was reported to philips that the system did not boot up successfully. The device was not in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analyzed the system remotely and confirmed that the system did not boot up. A review of the system logfile confirmed the reported malfunction. Upon troubleshooting the rse identified malfunctioning of the system software. To resolve the reported issue, the fse visited onsite and reloaded the software from scratch. After reloading of the software and necessary customization settings, the system returned to use in good working order. The codes were updated based on the investigation outcome.